Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the caller called in because they got a message from prs asking that the patient's registration be updated. Caller said the patient had the device for bladder and ic. Caller said it got to the point where the patient didn't need the device and it was bothering them a little bit. Caller didn't know when the device was removed but it was at least 5 years ago. Caller said they are assuming the complete system was removed. Caller didn't know the date, month or year when the device started bothering them. Caller said the patient has been in a rest home for 4 years. Caller provided the managing hcp's name but was not sure if that is the hcp who removed the device. Agent did not ask about the circumstances that led to the reported issue.